Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated date. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the position of the ipg interfered with patient's ability to move. As a result surgical intervention was undertaken on (B)(6) 2019 to reposition the patient's ipg, which resolved the issue.